Event description:
This morning when I was changing an ob tampon (used for about an hour), it completely disintegrated. I was fishing cotton out of my vagina for at least 10 minutes. I'm concerned that I'm at risk for toxic shock. Menstrual blood collection.